Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. H6: investigation summary. It was reported there is cardboard in two trays. Three photos and a sample was provided for evaluation by our quality team. A fourier-transform infrared spectroscopy (ftir) was performed to the fm. The defect can be observed in the photos, the cardboard material was found in the tray, and the ftir was reviewed. This defect could occur if there was incorrect handling of the materials when the syringes are loaded into the trays. A device history record review was completed for provided material number 309680, lot 2245438. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records, all the inspections of the sampling plan met the acceptance criteria. Based on the investigation, bd nogales was able to confirm the customer indicated failure mode.

Event description:
It was reported that cardboard was found in 2 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays. The following information was provided by the initial reporter: "cardboard in two (2) trays. Is the fm able to be removed or is it embedded with the device? The fm is able to be removed from tray."

Event description:
It was reported that cardboard was found in 2 bd luer-lok¿ syringe bulk sterile pharmacy convenience trays. The following information was provided by the initial reporter: "cardboard in two (2) trays. Is the fm able to be removed or is it embedded with the device? The fm is able to be removed from tray."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.